Event description:
It was reported that the patient continued to use the homechoice cassette after the homechoice machine ended therapy. This occurred while the patient was connected for peritoneal dialysis therapy. The technical service representative (tsr) assisted the patient in ending therapy and advised them to start therapy over with new supplies. There was no patient injury or medical intervention reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The cause of this event was determined to be that the user had reused the cassette after the homechoice had ended therapy. The instructions listed in the patient at home guide for the homechoice device state "discard the disposable set and all solution bags at the end of therapy. Possible contamination of the fluid or fluid pathways can result if disposables are reused. Contamination of any portion of the fluid or fluid path may result in peritonitis, serious patient injury, or death." Should additional relevant information become available a supplemental report will be submitted.